Manufacturer narrative:
The purpose of this investigation was to examine returned devices. No destructive analysis was performed. The retrieved devices were examined and a hole was observed on the articular surface of the uhmwpe liner, and a break, spanning from the rim of the liner to the hole, was also observed. Damage was observed on the articular surface of the femoral head, and on the interior surface of the acetabular shell. Additional damage was observed on both the inferior and distal surfaces of the head and on the neck of the stem. No manufacturing deviations were observed. The break that was observed on the liner may have been created by a surgical instrument during explantation. Based on the damage observed on the head and shell, the head likely articulated with the acetabular shell through the hole in the liner. Additional damage on the inferior and distal surfaces of the head may have been created by instrument contact during explantation.

Event description:
It was reported that revision surgery was performed.